Manufacturer narrative:
The field service center replaced the turbine to correct the problem that was identified during service.

Event description:
It was reported that the ventilator's turbine seized after running just under an hour on the test bench. The ventilator was sent to the field service center for recertification with no complaints or notes attached.